Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two trial leads placed with the same lot number. It was reported the patient's right sided trial lead entry point was sore. The physician examined the site and the site was swollen and puffy. Follow up information identified the patient has no signs of infection and has not called the office with any concerns.